Event description:
A catheter removal due to partial break/tear/hole was reported. It was added that the pump was explanted prophylactic to avoid in-vivo battery depletion. Patient sustained no injury/recovered without sequlae. Drug delivered via the device was lioresal.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that gablofen was also used in the pump depending on where refill was done. It was indicated that the event was caused by a catheter fracture behind pump and was coiled in the proximal segment of the pump. A catheter revision was done on (B)(6) 2012 due to "splicing of the catheter". The symptom reported was increased tone that was found during pump replacement. The patient was hospitalized but did not develop withdrawal syndrome.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk. (B)(4): analysis of the pump revealed no anomaly; normal device function. Analysis of the returned catheter revealed a hole in the catheter body caused by deep abrasion, seen 15 cm from pump connector.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), explanted: (B)(6)-2012, product type catheter. (B)(4).